Manufacturer narrative:
(B)(4). An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, it was noted that the valve was visually inspected and confirmed that the proximal connector has come away from the valve. The molding in the silicone housing was not damaged, and shows that the silicone housing has taken the form of the connector. The connector was not returned for investigation. Therefore it is not possible to determine the root cause. The connectors are molded into the silicone housing a pull test is done on each lot (3 valves per lot are tested) as well the lot is tested for leaks at a 100%. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During preparation of the shunt, while connecting the distal catheter to the valve, the connector of the valve disconnected from the valve. The user is highly trained and does dozens of shunt surgeries with chpv each year. Used another device to complete the case. No delay reported. (B)(4).